Manufacturer narrative:
Investigation summary: based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This lot number expired on december 31st, 2022. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd preset¿ eclipse¿ blood leaked from the device. The sample was recollected. No adverse impact was reported regarding the patient or user.